Manufacturer narrative:
The used complaint company cartridge was not returned. One unopened company cartridge was returned. The returned company cartridge was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The company cartridge was functionally tested per the instructions for use (IFU). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A photo was provided. The photo shows a single-piece multifocal lens in the eye. A mark or material could be observed on the left side if the lens. A video was provided. The lens and cartridge preparation were not shown. The cartridge came into view with the lens already advanced to the end of the tip. This was not per the IFU. The cartridge tip was inserted into the incision on the second try. The plunger appeared to be over the trailing optic edge as the lens was advanced. A pressure mark was observed on the optic after the lens was delivered. A linear mark or material could be observed on the posterior surface of the optic. The video ended. The lens model/diopter, handpiece and viscoelastic being used were not provided. It is unknown if a qualified combination was used. The root cause for the reported complaint could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. Based on review of the provided photo/video a mark or material could be observed. The lens and cartridge preparation was not shown. The lens was at the end of the tip before the insertion into the incision. This is not per the IFU. A plunger override of the trailing optic edge was observed, which left a visible pressure mark. The unopened company cartridge returned for the reported lot was evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened sample with acceptable results. No lens damage or foreign material was observed after the functional testing. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Per the IFU: the company¿ iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company¿ iol delivery system. The company company¿ cartridges are qualified for use with compatible company company¿ handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens (iol) implant procedure, after intraocular lens insertion, fibrous material was seen with the lens, but the surgery was successfully completed after irrigation/aspiration removal. However, there was a strong complaint about the cartridge. Additional information was requested.